Event description:
Representative reported patient was diagnosed with a bilateral "jumping breast" and rupture of the left device. Device remains implanted. Left side.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.